Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty (ptca). Following pre-dilatation, a 2.75 x 16mm synergy shield drug-eluting stent (des) was deployed; however, a proximal stent edge dissection occurred. The dissection was flow-limiting, and per physician, severe calcification caused the dissection. Subsequently, an additional stent was deployed to cover the dissection. The procedure was successfully completed, and the patient has fully recovered and is doing well. No further issues were reported. It was further reported that the target lesion was 90% stenosed and was mildly tortuous. Pre-dilatation was performed using a 2mm balloon, followed by stent deployment at 11 atmospheres. Due to heavy calcification, the stent did not fully expand. Post-dilatation was then performed with a 2.75mm balloon at nominal pressure.

Event description:
It was reported that a dissection occurred. The patient underwent percutaneous transluminal coronary angioplasty (ptca). Following pre-dilatation, a 2.75 x 16mm synergy shield drug-eluting stent (des) was deployed; however, a proximal stent edge dissection occurred. The dissection was flow-limiting, and per physician, severe calcification caused the dissection. Subsequently, an additional stent was deployed to cover the dissection. The procedure was successfully completed, and the patient has fully recovered and is doing well. No further issues were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.